Event description:
It was reported that during a ptca/stent procedure resistance was met upon removal of the delivery sys after stent deployment. Force was applied to remove the delivery sys. At this time there was no blood flow in the coronary artery. The pt became hemodynamically unstable and was sent to surgery.